Event description:
Case description: this spontaneous report was received from a russian physician and concerns a 57-year-old (ambiguously reported as 46-year-old) female patient (height: 178 cm, weight: 60 kg). The patient was injected with a total of 1.5 ml of radiesse into the neck, hands/brush, and inner thigh for sagging skin (off label use of device), on (B)(6) 2026. Batch number was reported as a00194390 (expiry date: march 2027). The batch record review was received and the lot number for radiesse was confirmed as a00194390 (expiry date: march 2026). A lot search in the global safety database was conducted. Radiesse was diluted with 2% lidocaine and sodium chloride to a total volume of 3 ml (product preparation issue, off label use of device). She was injected with 1.5 ml of diluted product per side. A 22/50 cannula was used for the hand injection, and a 30x13 needle was used for the neck injection. Glogau classification was reported as ii. Allergies, autoimmune diseases, intake of interferon or omalizumab, surgical interventions and current medication were reported as none. The patient was treated with ellagen in the same zones on (B)(6) 2025 (reported as 6 months prior to the report). On (B)(6) 2026, two days after the radiesse injection, the patient experienced inflammation, including swelling and pain, in the inner thighs and right brush/hand. There were no complications in the neck area. Corrective treatment included 8 mg of dexamethasone twice a day, 500 mg of an antibiotic twice a day, 1 tablet of lovamax per day, aeriderm and diclofenac. On (B)(6) 2026, all the pain was gone. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the reporter, the event was of severe intensity and related to both radiesse and injection procedure. The event was not life-threatening and did not require hospitalization, and a causal relationship to filler injection and to incorporated local anaesthetic in the product was suspected. Follow-up information was received on 15-jun-2026: on (B)(6) 2026, the patient was admitted to the surgical department. The outcome of the event remained unchanged. Follow-up information was received on 16-jun-2026: this case was upgraded to serious. The event phlegmon was added. The event inflammation was deleted. The patient was diagnosed with phlegmon. Surgical intervention was performed. On (B)(6) 2026, the patient was discharged. The outcome of the event was unknown.

Manufacturer narrative:
Assessment/investigation by merz: the batch record review for radiesse, lot: a00194390, contains corrective/preventative actions (CAPA) related to this lot. Reference mna-CAPA-0045. During the batch record review, it was determined that this CAPA did not contribute to the reported complaint because it did not impact product quality. A lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as non-serious per the following rationale: the information provided suggests the event is consistent with localized reactions to dermal filler injections which are typically self-limiting and may resolve without medical intervention. Corrective treatment included dexamethasone, antibiotic, tilorone, aeriderm and diclofenac, and outcome was considered as resolving. A systemic antibiotic was prescribed but there was no indication of a systemic infection. The event occurred in a compatible temporal and local relationship. The event injection site inflammation is expected based on the currently valid russian instructions for use (IFU) of radiesse and can occur after treatment with radiesse. The reported swelling and pain are considered to be symptoms of injection site inflammation and therefore were not coded. Off label use of device and product preparation issue are coded for formal reasons only. Injections into the neck, hands and inner thigh are not approved indications for radiesse based on the russian instructions for use (IFU). Dilution of radiesse with lidocaine and sodium chloride for injection into the neck, hands and inner thigh is not approved based on the russian instructions for use (IFU). Possible confounding factor includes previous use of ellagen in the same zones. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. There is no indication that the event resulted in permanent impairment or required medical intervention to prevent a permanent damage. Additionally, the event was not reported as life-threatening and did not require hospitalization. Therefore, based on the information provided, the reported event is classified as non-serious. Merz causality re-assessment due to follow-up information received on 15-jun-2026: causality and seriousness of the event remains unchanged as possibly related and non-serious. Merz causality re-assessment after follow-up information was received on 16-jun-2026: this case was upgraded to serious. The event phlegmon (serious) coded as cellulitis was added. The event injection site inflammation was deleted. This case was assessed as serious, as a surgical intervention was reported with an unknown outcome, and surgical intervention was deemed necessary to prevent a permanent damage. The added event occurred in a compatible temporal and local relationship. The added event cellulitis (serious) is expected based on the currently valid russian instructions for use (IFU) of radiesse and can occur after treatment with radiesse. In this case, the patient was diagnosed with phlegmon/cellulitis. The previously coded inflammation was deleted as it was considered as a symptom of the final diagnosed cellulitis. Causality for the added event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship, however there is no indication that a product-related issue contributed to the event. This case is upgraded to serious with the serious event cellulitis because surgical intervention was necessary to prevent a permanent damage.